Event description:
Same case as: 2134265-2014-03851 and 2134265-2014-03850. It was reported that pullback failure occurred. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize an unspecified lesion. During coronary intervention, error message was displayed as well as it did not provide an image and failure to performed automatic pullback. The physician used another of the same device to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).